Event description:
Implant card was received that patient had a battery replacement due to protrusion. The explanted device was discarded. The physician has assessed that no trauma took place and patient physiology is very skinny with thin skin, the generator was properly implanted, silk suture may have come detached causing generator to migrate out of the skin fully exposing the device. Surgeon replaced the generator due to air exposure and to prevent infection. Device evaluation and return of the device is not necessary. It will not add value to the investigation as the root cause is known. No other relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR?; code 81, device evaluation and return of the device is not necessary. It will not add value to the investigation as the root cause is known. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was later reported that the event first occurred earlier than initially reported. No other relevant information has been received to date.